Manufacturer narrative:
(B)(4). The condition of a colleague infusion pump with an inoperative keypad button was confirmed during product evaluation. Traces of fluid inside the pump was identified as the assignable root cause for the failure of the keypad. It is currently unknown if this condition was corrected. A service history review revealed that this device was not previously serviced for the reported condition. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced an inoperative keypad button; this condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. This involved a colleague infusion pump with a user interface module master software version 5.46.00. No additional information is available.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510 number. However, it is being reported because it is same as or similar to product distributed within the u.s. A request for the return of the device has been made, but the device has not yet been received by baxter. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.